Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-14054. It was reported the pt¿s octrode lead had exposed itself outside of the skin at the needle entry site. The pt underwent revision surgery where her lead was replaced with a new one. It was also reported, during the procedure, the physician cut the quattrode lead. The pt¿s quattrode lead was replaced with a new one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.